Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. During troubleshooting, it was identified that there was a hole in the diaphragm of the pump. A replacement device was sent to the customer and return of her device was requested. In follow up with a complaint handler on 05/16/2018, the customer confirmed that she developed mastitis in (B)(6) 2017 while using the pump in style (she did not report it at the time) and was prescribed medication. The mastitis has since resolved. She indicated that the replacement pump was working without issue. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that her pump in style breast pump had low suction. The customer further alleged that she developed mastitis in (B)(6) 2017, which has since resolved, and indicated that it was not due to the pump at the time, but she was afraid of getting it again.

Manufacturer narrative:
The device was returned with the customer's power supply, though without any other parts/accessories, and was evaluated on (B)(6) 2018 with a medela lab kit. The device failed the vacuum test, as a hole in the diaphragm was identified during the evaluation, causing low suction. It was also identified during the evaluation that the power supply was not producing any output voltage and the prongs were broken. See attached evaluation and pictures. The customer's complaint of low suction was confirmed.